Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Per reporter, "at this point the information I have is too vague to demonstrate if anything truly occurred". No problem found. Complaint allegation is not confirmed.

Event description:
On 3/23/2023, it was reported by a facility representative via email that an ar-3638 knotless fibertak has had safety incidents, and the staff does not feel comfortable using it. Additional information was requested but the facility representative does not have further information to report.